Manufacturer narrative:
Summary of evaluation: the tibial insert was not returned for evaluation. Attempts to obtain the device and/or device information have been unsuccessful.

Event description:
The tibial insert was revised for unk reasons.